Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the up and down arrow button were sticking. The customer's blood glucose was 87 mg/dl at the time of incident. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The insulin pump will be returned for analysis.